Event description:
Patient called to inform us that she went to immediate care today and she was told that the same incident reported on (B)(6) 2019 in imd case number: (B)(6) has turned into an infection. She was prescribed doxycycline to treat the infection. Patient reported on (B)(6) 2019 the following "that she experienced skin irritation and found a bump under the v-go applied (B)(6) 2019. The patient described the bump as being raised, red, shiny and stated that it hurts when she touches it."